Manufacturer narrative:
The patient has not returned the device back to the manufacturer for evaluation. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient felt a burning sensation in the mouth after using comfort hard-soft splint device. The patient wore the device one night in (B)(6) 2018 (specific date was asked but unknown). He visited the dental office and the doctor stated there was no signs of irritation, nor inflammation in the mouth. The sensation lasted an hour after the patient removed the mouth guard. There was no intervention and no medication prescribed for the event. The patient is on anti-depressant medication and reported to be allergic to latex. The doctor does not believe the device will be available for return as the patient kept the device.

Manufacturer narrative:
The patient's device was not available for an evaluation; however, tests were performed on a similar device. The reported mouthguard was fabricated per physician's prescription request. A review of the material lot was performed and no nonconformity was found. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. Without the device, physical structure testing could not be completed. It was mentioned that the patient is allergic to latex, this device does not have any component that is latex based. This incident is being monitored, tracked, and trended.